Event description:
Complainant alleged that while treating a pt, (age and gender unk) the device discharged three deliveries of energy. However, on the fourth attempt to deliver energy, the device failed to charge the selected energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.